Manufacturer narrative:
(B)(4).

Event description:
It was reported that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2022. The stent was successfully implanted without any issues. During a planned stent removal procedure, on (B)(6) 2022, it was found that the stent had migrated into the duodenum and imbedded itself causing a perforation. It was reported that they placed multiple clips to close the duodenum and the migrated stent was successfully retrieved using a pair of forceps. The procedure was successfully completed using another of the same advanix rx biliary stent. The patient was admitted to the hospital and has since been discharge. Discharged date is unknown. No further information has been obtained despite good faith efforts.